Event description:
During the transfermoral tavr procedure, the sapien xt valve was positioned in a 50:50 position; however, during deployment the valve shifted and landed 90:10 aortic/ventricular. Post deployment echocardiogram revealed moderate-severe central ai. The deployment of a second sapien xt valve was required. Initially, the bav was completed under rapid ventricular pacing. Following the bav, the 23mm sapien xt valve was positioned 50:50 in the native annulus, ventilations were held and rapid pacing was administered. A final angiogram was performed to confirm positioning and the valve was inflated. During inflation, the valve migrated aortic and landed 90:10 a/v. The post deployment tee revealed moderate-severe central ai; however, the patient remained stable. The decision was made to deploy a second valve. The second valve was positioned in a 50:50 position to the native annulus, lower than the first valve. Again the valve was inflated under rapid pacing. The second valve was inflated at a much slower rate, but there was still a small amount of migration aortic during deployment. The final position of the second valve was slightly better than the first valve (70:30 a/v). Tee revealed trace pvl and the valve appeared stable. The physician team was satisfied with the result. Per report, during both pacing runs the patient¿s systolic blood pressure was confirmed to be less than 50mmhg prior to device inflation. In addition, during the delivery of the valves an attempt was made to remove the tension in the delivery system, however, the physician found it difficult due to anatomy of the patient. The malposition was attributed to a combination of a small lv cavity and stored tension in the delivery system. An attempt was made to remove the tension for both valves, but was difficult due to patient anatomy.

Manufacturer narrative:
Per the instructions for use, device malposition and valve regurgitation requiring intervention are known potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the malposition was attributed to patient factors (small left ventricle) and procedural factors (stored tension in the delivery system). The subsequent central ai was likely a result of the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.